Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years, 4 months due to aortic regurgitation. Based on the op report, this patient has a history of endocarditis status post aortic and mitral valve replacement as well as tricuspid annuloplasty ring in 2005 with a history of recurrence infection in 2009, which was treated with IV antibiotics. At this point she looked as if she had severe mitral regurgitation and trace aortic insufficiency. At the time of surgery, however, on transesophageal echocardiogram her aortic insufficiency appeared to be more moderate. At this point, it was felt that she would require both aortic and mitral valve replacement. The patient consented for surgery. Upon inspection, there was a pannus ingrowth on both the aortic and mitral valves. Both valves were replaced with edwards valves.

Manufacturer narrative:
(B)(4) pannus ingrowth. Device not returned. Unfortunately, the subject valve was not returned for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause cannot be confirmed, it appears that the aortic regurgitation was likely caused by the pannus ingrowth on the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Please note that this patient has a related event; please reference the MDR submitted for device (B)(4).